Event description:
Device malfunction: device #2, suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unk device failure occurred. A second proglide device was tried and a suture break occurred. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Device #1: part #12673-03, lot #80004-6h indicated is being filed under medwatch MFR number 2953144-2009-01390. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.